Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) study. It was reported that post a clinical ablation procedure with a intellatip mifi oi catheter the patient reported of having chest pains and shortness of breath. The patient was prescribed 4 mg morphine. No additional patient complications were reported.